Manufacturer narrative:
On 28 june 2016 it was prepared a final report with the information already submitted in the initial report. On 06 july 2016 the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
Batch review performed on 27 april 2016. Lot 122966: (B)(4) items manufactured and released on 02 october 2012. Expiration date: 2017-08-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Device not explanted

Event description:
The patient came in complaining of pain due to dislocation of the hip. The sales agent does not know how the dislocation occurred. The surgeon re-positioned the cup and added 2 screws. The surgery was completed successfully. Surgery performed with a posterior approach.